Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. All buttons functioned properly, no damage on the keypad assembly, inspected j2 connector on the lcd and no unlock keypad connector.

Event description:
It was reported the customer was experiencing issues with the act button on the insulin pump. Customer reported he had to press the button multiple times before it worked. Self test was performed on the device and it passed. Customer's blood glucose was 7.5mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).